Manufacturer narrative:
(B)(4)

Event description:
Closed grip slowly, plastic to plastic. Clips came of duct and vessel. Was twisting.

Manufacturer narrative:
(B)(4). The surgeon used the er320 and was not satisfied while using it and then he decided to use another product. He removed all the clips and replaced them. So, there were no consequences.

Manufacturer narrative:
(B)(4). Batch # p9339y. Device analysis: the analysis results found that the er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned and 8 scissored clips inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed 5 scissored clips due to the misaligned condition of the jaws. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.